Event description:
The pt experienced a shocking sensation when going through store security systems. The pt also got "zapped" when she turned the device on and did not like to turn the system on/off because of this. The pt was redirected to their physician.

Manufacturer narrative:
(B) (4).